Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with pressure transducer difference > 5 cm h2o. There was no patient involvement. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure.   According to the information provided by the technician, the pressure transducer board was checked and needs to be replaced to resolve the issue. Despite several notifications, the technician did not confirm the replacement of the parts. No parts have been returned for further evaluation. The device logs were not available for further evaluation. The root cause to the reported issue has not been determined.